Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-mar-2026, it was reported by a sales representative via (B)(4) that an ar-8943-15 depth device broke. This was discovered during a procedure with no patient harm reported. Additional information provided 25-mar-2026: it was further reported the break occurred when the thin arm of the depth device met the body that has numbers on it. This was discovered during an ankle fracture orif procedure while the surgeon was trying to measure the length of the screw hole. No patient harm and no case delay was reported. All fragments were retrieved.